Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse was able to replicate the reported issue. Fse replaced pn: 373750-20 insufflator to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The insufflator product was analyzed and found to powered on with error 2001. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer experienced repeating insufflator errors. They attempted to restart the system 3 times but the insufflator kept erroring out. The site informed the clinical sales rep (csr) that one of the errors they witnessed was a 2001 error. Technical support engineer (tse) viewed artemis and confirmed errors for the insufflator pointing to a later stage of control boot up error. Csr stated that the site ended up disabling the insufflator and brought in a 3rd party to continue with case setup. The customer reported event has no report of patient injury.